Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. During troubleshooting with tandem technical support, it was confirmed that the occlusion was due to the cartridge. Customer changed the cartridge to address the occlusion alarms. Additionally, it was reported that the customer observed air bubbles within the tubing. Reportedly, the customer does not perform the air removal process during the load sequence. A supply change was performed to address the air bubbles. Customer's blood glucose level was 300 mg/dl.